Event description:
End user was afraid to use certain pouches of that lot for she felt sharp edges in the inner ring of the flange. Some flanges also showed "little burrs" in the inner ring of flange.

Manufacturer narrative:
Based on the available information, the event was deemed a reportable malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow up report will be submitted. (B)(4).